Event description:
The customer reportedly obtained a "hi" (greater than 600mg/dl) on the accu-chek advantage system in comparison to the professional meter result of 156mg/dl. The results were obtained within a ten minute timeframe. The customer states he felt shaky due to the test results and that he had no symptoms. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.